Manufacturer narrative:
Exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The product was not returned to abbott vascular for analysis. Return of the device may have further aided the analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history revealed no other similar incidents reported for this lot. The investigation was unable to determine a conclusive cause for the reported leak at the hub. Although a conclusive cause for the reported leak was not identified, the reported inflation issue appears to be related to operational circumstances of the procedure as it is likely due to the reported leak. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
Exemption number e2019001. The device will not be returned for evaluation, the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was performed to treat a mildly calcified, mildly tortuous de novo popliteal artery. A 4.0x120mm armada 14 balloon dilatation catheter (bdc) was advanced over an unspecified guide wire to the target lesion. While pressurizing the bdc, the balloon did not inflate as fluid leaked from the hub at the strain relief tubing. The bdc was replaced with a new same size armada 14 bdc to successfully complete the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.